Event description:
A report was received that during a permanent implant procedure the physician accidentally punctured the pt's dura. The physician performed a blood patch and instructed the pt to lay flat and drink plenty of caffeine. The pt is reportedly doing well.

Manufacturer narrative:
(B)(4). Double feed, clip. The analysis results of device (a) found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip with was released. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. Upon testing of the device, a double feed incident occurred during the first firing sequence causing pear shaped clips; however, no conclusion could be reached as to what may have caused this condition. The remaining four clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, upon opening during the case, the two ligamax that were supposed to be used had problems with their tips. Both jaws could not be opened. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.